Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (small, thin leaflets) and procedural conditions (visualization difficulties). The reported worsening mr appears to be a result of the slda and therefore due to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)((4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that the initial mitraclip procedure was performed on (b)((6) 2016 to treat mixed mitral regurgitation (mr) with a grade of 4 and challenging anatomy. Visualization was difficult due to the shadow from the atrial wall tissue and calcification. One clip was implanted, reducing the mr to 1. On (b)((6) 2016, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3-4. On (b)((6) 2016, a second mitraclip procedure was performed for treatment. Two clips were implanted, reducing the mr from 3-4 to 1. The patient was stable. No additional information was provided.